Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke at the beginning of the papillotomy procedure. The procedure was completed with another device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke at the beginning of the papillotomy procedure. The procedure was completed with another device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned truetome 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, broken and detached, the detached section did not return, the working length was torn at the distal pierce hole, also, the wire anchor was dislodged. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was broken and detached. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, also it can cause a premature cutting wire fatigue, leading to break it, once the cutting wire breaks, any attempt to remove the device from the scope can detach it, dislodge the wire anchor and torn the pierce hole. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.